Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the catheter was returned, analyzed, analysis revealed that the wire manipulator was broken. It was noted that there was other mechanical damage in that the wire penetrated the lumen wall and the shaft was kinked/buckled. There was also a visual finding of blood. It was noted that the catheter was returned with wire protruding from catheter shaft at 3cm from the tip end, tip end kinked, toolmark visible near wire protruding wire, other shaft puncture marks visible, and blood visible near wire. A comment from analysis also noted that control wire is broken, not able to pull a curve on the tip. Likely tip came in contact with something and the control wire then broke. (B)(4).

Event description:
During afl case, current had started being carried. After carrying current 5-10 times, there was anomaly in the wheel of the top of contactr. By a proximal bending slider, a curve could have been made at the catheter proximal portion until at least 200°, but the curve reach couldn¿t be handled at all. Therefore, current was carried using a reuse catheter, and the procedure was ended successfully. Observing the catheter, the inside wire was confirmed around near side of the tip. No patient complications were reported as a result of this event.